Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (500 mcg/ml at 882.8 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient was in the ER (emergency room) and their pump was alarming. The pump had not yet been interrogated as the facility did not have a clinician programmer available. The hcp had the session long report that said the low reservoir alarm was scheduled to go off on (B)(6) 2019. The hcp did not believe the patient went to get their pump refilled and believed the pump was empty. Per the hcp, the patient's pain began to worsen on (B)(6) 2019 but did not give a date as to when it started. The hcp was calling to have someone come to interrogate the pump. No further complications have been reported as a result of this event.